Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) monitor was unable to replicate the reported issue. Install monitor onto test system. The monitor powered up and display was present. When the monitor powered up, visual inspection found a scratch/crack can be seen near the bottom of the screen. Failed visual inspection. There was also a loose part/component inside monitor. Although the returned device failed visual inspection the reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Medtronic representative inspected the imaging system on-site. It was confirmed that the monitor was not functioning. The mobile view station (mvs) monitor was replaced and the issue was resolved. The malfunctioning monitor has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) monitor was not functioning. It was reported that there was no display at all on the monitor. There was no patient present when this issue was identified.